Event description:
It was reported by a customer that there was significantly diminished fiber vaporization efficiency at 22,496 joules.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber glass cap had a circumferential fracture distal to the fusion zone resulting in end firing. The fiber and proximal portion of the glass cap rotate independently of the ss cap. The cooling fluid leaking through the circumferential fracture caused forward firing. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.